Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible and the thrombus issues has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and the thrombus was not determined.

Event description:
The user facility reported a 50-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed a left ventricle thrombus and lower leg ischemia during impella support. The thrombus was discovered via echocardiogram and the ischemia coincided with symptoms of pain and a cold feeling. Due to the noted conditions, the decision was made to explant the pump. An intra-aortic balloon pump (iabp) was subsequently placed for ongoing support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury"